Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering insulin from the incorrect basal profile and that the device switched basal profiles on its own. No adverse event was reported. The infusion device was requested to be returned for product evaluation.